Event description:
It was reported that the pump was implanted on 7/31/98 for treatment of colo-rectal cancer. On 9/24/98 the pump was explanted due to insufficient flow. There were no patient complications. Drugs being infused were leucovorin, fudr, heparin, dexamethasone, and nss.